Event description:
Upon removal tampon disintegrated inside of me vaginal foreign body in reproductive tract tampon disintegrated [device breakage upon removal tampon disintegrated complication of device removal case description: consumer reported via social media that when she attempted to remove the tampon, it disintegrated inside of her. She reports having to contact a physician but no serious injury was reported.